Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rainbow effect and they can barely saw the screen, alarm was not as loud as it should. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the clock on insulin pump ran slow. Customer also stated that the backlight was too dim, insulin pump rejecting the new batteries. Customer did not want to troubleshoot for further issues. Customer stated that the grinding noise during rewound process. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No audio/beep anomaly or button error alarm noted during testing. Device had unresponsive buttons due to flattened esc, act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test or verify failed battery test alarm, time clock anomaly, back light anomaly due to unresponsive button.